Event description:
The subject device was received at an olympus service center for evaluation with a report of reduced angulation, and poor buttons. During inspection and testing, service found the endoscopic image was blurred. This report is being submitted for the malfunction [blurred image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the charge coupled device (ccd) unit - damage or deformation of the connector - movable l-range sliding error that occurred in the zoom scope - blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system. Operation manual - important information ¿ please read before use - warnings and cautions. The device evaluation found that the charge coupled device (ccd) unit was damaged. The device demonstrated signs of fluid ingress. The instrument channel was leaking. There was an electrical continuity error due to corrosion on the scope ID cable circuit board. The scope connector had corrosion. The control section had corrosion, and the buttons were malfunctioning. The bending angulation was insufficient. The universal cord was scratched, the instrument channel port was shaved, and the control unit was dirty. The insertion tube was wrinkled, and the light guide tube was worn. Per the legal manufacturer, this has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.